Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the patient was implanted with a bifurcated, a limb stent graft and a non- endologix stent to treat an abdominal aortic aneurysm. Vessel stenosis was noted on both access sites so the physician elected to perform the left side first. It was also noted that angioplasty was performed on both side and balloon touch up was performed. The procedure was successful. On (B)(6) 2018, endologix was made aware of a secondary procedure that was performed in mid-april (the exact date is unknown). A bypass surgery (femoral-femoral) was performed due to the right eia (external iliac artery) being occluded. Angioplasty and non- endologix bare stent was implanted to resolve this event. No further information is available at this time. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. However since it was reported that a non- endologix stent was implanted before the endologix devices were implanted, this case is considered off - label. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.